Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 19 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with dextrose and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.